Event description:
It was reported that during a gastric roux-en-y while pulse firing the device stopped working. The reverse function did not work so they removed/returned the battery with no resolve. They removed/returned the battery a second time and the device worked, completing the case with no patient consequences.

Manufacturer narrative:
(B)(4), date sent: 6/29/2023, d4: batch # 176c82. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with no apparent damage and with no reload present. During the visual inspection, stopped during pulsing. Re-inserted the battery once, not resolved. Re-inserted again and it fixed the issue. The bottom right art button felt too stiff or sticky. When fully depressing this button the device articulated to the left. The other art buttons worked correctly. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The device was disassembled to verify the internal components and the buttons themselves, both plastic and onboard, appear ok. There is a kink in the right artboard ribbon cable and damage to the conformal coating on the right artboard. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 176c82, and no non-conformances were identified.